Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was implanted on (B)(6) 2023. The patient was sent to the emergency room (ER) on (B)(6) 2023 due to purulent drainage from the spinal surgical incision which led to surgical washout of the spinal and abdominal incisions on (B)(6) 2023. The patient was sent back to the ER on (B)(6) 2023 due to right flank redness and CT revealed subcutaneous abscess in the lumbar region which led to explant on (B)(6) 2023. A culture taken was positive for cutibacterium acnes. Regarding the status of the pump and catheter, it was assumed the operating staff had discarded the pump.

Manufacturer narrative:
Continuation of d10: product ID: 8781; lot#: 0225434015; implanted: (B)(6) 2023; explanted: (B)(6) 2023; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11 correction - continuation of d10: product ID 8781 lot# 0225434015 implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0225434015 implanted: (B)(6) 2023 explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient¿s first pump and catheter were implanted in (B)(6) 2023. The date (B)(6) 2023 is considered an approximate date of implant. With the first pump, there was some infection going on and they believed there might have been body rejection. The date 2023-dec-01 is an approximate date of event (specific month and year known only). The pump and catheter were explanted in (B)(6) 2023. The date (B)(6) 2023 is considered an approximate date of explant (specific month and year known only). The patient was later re-implanted at the end of april.